Event description:
The user facility reported a 65-year-old male undergoing coronary artery bypass grafting was implanted with an impella 5.5 device for mechanical circulatory support. It was reported upon explant there were removal issues with the impella 5.5. The physician reported that the blue tuohy squeeze release would not allow for the catheter to be pulled back during the time of explant. The suture hub and catheter were pulled back and removed as a unit. No harm was done to the patient. The patient had a successful wean and was closed with suture.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the reported removal issues has been completed. The impella 5.5 pump was returned for investigation. The pump was visually inspected and found the tuohy borst was left unlocked with sterile sleeve left loose, unattached at both ends along with the cath anchor side. No sterile sleeve damage was found. The sterile sleeve was locked at both ends along with cath anchor cap and the catheter was able to easily glide by moving the sterile sleeve with the mechanism of blue button. No other abnormalities were found. The cause of the removal issue was use related per clinical review and field investigation.